Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not spinning and was frozen. It was further determined that the positioning ring was damaged and the needle bearings were corroded. It was observed that the pins on the positioning ring were pushed in, there was excessive corrosion on the coupling pin, and the bearing and seals were worn. It was determined that these issues were consistent with improper cleaning/care and component wear. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to improper cleaning methods (corroded needle bearings and excessive corrosion on coupling pin) and wear from normal use over time (pins on positioning ring pushed in and worn bearing and seals). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the sagittal saw attachment device was not spinning. There was a three to five minutes delay to the surgical procedure. Spare devices were available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.